Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure of a broken cable. The conductor wire was found to be broken at the distal clevis and was sticking out at the instrument's wrist. The instrument was also found to have a broken yaw pulley with a missing piece measuring approximately 0.167. The missing fragment was not returned with the instrument. The broken conductor wire maybe the result of the broken yaw pulley. The known common cause of this failure is due to mishandling/ misuse. In relation to the intra-operative cleaning of instruments observed during a review of the video of the surgical procedure, the da vinci xi surgical system user manual, the following warning is noted: caution: do not clean instrument tips with another instrument intraoperatively. If an instrument tip requires cleaning, remove the instrument from the cannula and gently clean the tip. The user manual further states: please follow these recommendations to ensure the endowrist instruments are kept at their highest level of functionality: clean the tips of instruments between instrument exchanges do not use instruments to clean other instruments while inside the body. A device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a fragment from the fenestrated bipolar forceps instrument broke off, fell inside the patient and was retained. As of date of this report, the patient has not returned due to post-operative complications. There is no indication that a malfunction of the fenestrated bipolar forceps instrument occurred during the surgical procedure since the instrument damage was likely caused by mishandling/ misuse.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, a broken cable was noted on the fenestrated bipolar forceps instrument. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts and obtained the following additional information: an isi clinical development engineer (cde) was present during the procedure. After removing the instrument, it was observed that the yaw pulley was missing material; however, no fragments were observed to have fallen in the patient. Furthermore, the cde also indicated that instrument collisions and intra-operative cleaning were observed during the procedure. On 03/07/2017, during a review of the procedure video, the cde noted that a fragment from the yaw pulley of the fenestrated bipolar forceps instrument had broken off, actually fell inside the patient, and was retained. Isi then contacted the surgeon and notified him that per review of the procedure video, it was noted that a fragment had broken off and was retained by the patient. The surgeon indicated that the patient was doing fine. As of date of this report, the patient has not returned due to post-operative complications.